Event description:
It was reported that in the beginning of (B)(6) 2015 the patient was getting urinary tract infections (utis). The patient¿s health care provider (hcp) told them the implant wasn¿t working and the patient increased stimulation from 1.50v to 1.90v. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The uti in this case is assessed by medical safety as related to the patient's underlying diagnosis. There is not information in this event to suggest that the reported utis are related to the interstim device or therapy.

Event description:
Additional information received from the consumer reported that lab testing did not reflect a uti. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va08nju, implanted: (B)(6) 2013, product type lead. (B)(4).